Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime ll, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) artery with mild tortuosity and mild calcification. Pre-dilatation was performed. A 3.0 x 38 mm xience prime drug eluting stent (des) was successfully deployed at 10 atmospheres; however, an edge dissection occurred. Another xience stent was used to cover the dissection. No additional information was provided.